Event description:
It was reported that the customer was treated at the emergency room with high blood glucose that went over 400 mg/dl, but was at 284 mg/dl when she was admitted. Customer was admitted to the hospital for liver and ulcer problems. She was wearing the insulin pump at the time of admission. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.